Event description:
It was reported that the patient was experiencing inadequate pain relief and requested an updated device with additional programming options. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg device was kept by the medical facility.